Manufacturer narrative:
During device evaluation, the reported event of the tip joint/angle nut missing threads was confirmed. Over-torquing of the angle nut while attaching a tip to the handpiece is known to cause damage to the angle nut. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported during service inspection at the manufacturing facility that the threads were broken off of the angle nut of the sonopet universal handpiece. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Additional information: after thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported during service inspection at the manufacturing facility that the threads were broken off of the angle nut of the sonopet universal handpiece. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.